Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported foot detachment could not be determined. The foot remaining in the patient and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart cath procedure. Reportedly, a foot break occurred when pushing the plunger to deploy the needles (step 2). The proglide was removed and that is when it was noted that the foot had separated and was not present on the device. There was no resistance advancing or removing the proglide from the anatomy. The foot of the proglide is believed to remain the patient anatomy; however, it was unable to be visualized under fluoroscopy. The were no plans to retrieve the separated proglide foot from the patient anatomy and reportedly the patient was going to be "observed". No tissue damage or any other patient effects were reported. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.